Event description:
The femoral impactor's pad broke during use and small pieces of the pad went into the knee which had to be removed.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: the returned impactor has a potential field age of approx 13 yrs. Deformation damage was noted on the medial and lateral edgs of the device which may indicate off-axis impaction with the device. It appears the impactor head was not seated firmly against the body of the impactor prior to off-axis impaction; however, a definitive cause for the reported event cannot be determined. In general, impactors become damaged through repeated use due to impactions sustained while in use. Impactors or impactor heads should be inspected prior to use and heads should be replaced when the part shows signs of wear. Eval: the hex feature of the screws used to attach the head to the impactor body show wear signs from numerous uses, either to disassemble the device or to replace the had. Both attachment screws on the device are loose. The impactor head has a large section fractured off one side of the device. The fractured section aligns with the threaded screw hole on one side of the device. Device history records indicate the components were mfg and inspected to spec. No mfg abnormalities could be detected.